Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Several cuts in the insulation were noted. Additionally, analysis noted dried body fluid in the helix mechanism. Laboratory testing could not confirm characteristics that would have resulted in the clinical observation of increased threshold measurements.

Manufacturer narrative:
All available information indicates that this product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was placed on steroid therapy for possible tissue swelling. During a follow-up appointment the rv lead displayed increased pacing threshold measurements. At a subsequent check, (B)(6) later, the physician noted increasing pacing threshold measurements remained higher than expected. As a result, a revision procedure was performed to extract and replace the rv lead. During the procedure the physician noted an abrasion cut on the rv lead, possibly as a result of the antibiotic pouch. No adverse patient effects were reported as a result of the revision procedure.